Manufacturer narrative:
(B)(4). Physio-control, inc., an importer/distributor for jolife ab, evaluated the device and verified the reported failure. Physio replaced the compression module assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control, inc, further evaluated the removed compression module assembly and determined that the cause of the reported failure was due to a shorted winding within the compression module motor. This report has been previously reported by physio-control, inc. Under manufacturer report # 3015876-2012-00148.

Event description:
The end user reported that, during pt use, the lucas 2 device did not provide adequate compression force during the CPR process. The pt's blood pressure was being monitored during the mechanical chest compression process, and it was observed to be low (around 30mmhg) and the end user removed the lucas 2 device and continued with manual chest compressions. The pt did not survive. The end user reported that the pt's outcome was independent from the reported device issue.